Event description:
During preventative maintenance, the technical field specialist confirmed psm 2 and 3 failed the slow sweep test. The intuitive surgical representative replaced the psms to resolve issue. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the slow sweep test. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument.

Manufacturer narrative:
The psms were returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm ((B)(4)) failed the in-house slow sweep test. The axis-2 brake was replaced and the arm was upgraded. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this psm and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the psm used during this reported event. This complaint is being reported due to the psm failing the slow sweep test during failure analysis investigation.